Event description:
It was reported that a user forgot to reconnect the pump after charging and asked if any further action was needed after reconnection; the agent advised that the pump would resume dosing normally after reconnecting. No reported symptoms. Outcomes included no impact beyond temporary interruption of insulin delivery while disconnected. Investigation included troubleshooting and education regarding proper reconnection and confirmation that the device would dose as normal after reconnection. Investigation of this case revealed no device malfunction and no alerts or alarms, indicating normal device function once reconnected. It was concluded, based on previously established findings for similar reports, that user handling was the cause.